Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The evaluation confirmed the undetected occlusion, however this could not be reproduced. The downstream sensor will be calibrated to ensure proper detection.

Event description:
During baxter's functionality testing, it was observed that a spectrum pump did not detect a downstream occlusion when a downstream occlusion was present.